Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting, and the reported failure was confirmed. It was discovered that this device only allows for a 480i serial digital interface signal. It was advised to the customer chaining the video signal from one of the other monitors instead of the video switch. Troubleshooting was not able to resolve the reported allegation. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the monitor can't get a signal to this monitor. The issue was found during maintenance of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.